Event description:
It was reported that: patient was seen by doctor on (B)(6) 2010. Patient was noted to have a hip fracture.

Manufacturer narrative:
It was noted that the device is not available for evaluation as it is still implanted additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Manufacturer narrative:
An event regarding pain following bipolar hip arthroplasty was reported. The event was not confirmed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review was not performed as no device specific failure modes were reported. Review of the provided records by a consulting clinician concluded: "groin pain after a hemiarthroplasty with the component articulating with a host acetabulum is not unusual. This may be relevant in this case. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation." The exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that: patient was seen by doctor on (B)(6) 2010. Patient was noted to have a hip fracture.